Event description:
Family member called and stated that pt used the 10104 instant cold pack in 10/2004 for approx 30 minutes and received what the pt refers to as 2nd or 3rd degree burns, as if they had put their hands on a hot store. Area is now red and blistered. Pictures attached to the complaint.